Event description:
A customer contacted stryker to report that their device alarmed and paused during patient use. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The customer informed that they switched to manual chest compressions and the use was continued. There were no reports of harm associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device alarmed and paused during patient use. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The customer informed that they switched to manual chest compressions and the use was continued. There were no reports of harm associated with the reported event.

Manufacturer narrative:
Section f10/h6 health impact code of the initial medwatch report indicates problem identified during non clinical procedure section f10/h6 health impact code of the initial medwatch report should indicate no health consequence or impact the device was not returned to stryker for evaluation. The cause of the reported issue could not be verified or duplicated. The root cause of the reported issue could not be determined.